Event description:
Home pt (hp) reported his pt line extension became disconnected from his transfer set and received a 2240 system error alarm. Hp changed the extension line but did not change the homechoice set. Hp started to continue treatment but then stopped in prime. There was no pt injury or medical intervention per rn.